Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is blood in the outer insulation at the distal end of the lead and in the tip seal, which is considered normal for this model of lead. The lead was able to be passed through a catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty of the left ventricular (lv) lead due to patient anatomy that resulted in the lv lead dislodging twice during catheter removal. A new lead was used and remains in use. No patient complications have been reported as a result of this event.